Event description:
It was reported none of the buttons on the insulin pump were responding. Customer was sting in a hot tub and the device was outside of the pool exposed to steam. Customer's blood glucose was 8.0mmol/l. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The insulin pump had minor scratches on the display window, a cracked case near the display window corner, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a stained address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.